Event description:
Reporter reports that lancet is not retracting while using the softclix lancet device. Reporter states lancet protrudes after the device was fired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.